Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced cannula housing issue on (B)(6) 2026. It was stated that the patient reported difficulty disconnecting at the site as the cannula housing was stuck when disconnecting. No further information available.